Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe hypoglycemia shock [shock hypoglycaemic]. Needle was broken in the side of the penfill [needle issue]. Suspected product quality [product quality issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer (reported as staff from pharmacy) as "severe hypoglycemia shock" beginning on (B)(6) 2015, "needle was broken in the side of the penfill" beginning on (B)(6) 2015, "suspected product quality" beginning on (B)(6)-2015, and concerned a (B)(6)-old male patient who was treated with novolin 30r (dual acting insulin human) from unknown start date and ongoing and used novofine 32g 6 mm (needle) from unknown start date both due to "type 2 diabetes mellitus". (B)(6). Medical history included type 2 diabetes mellitus since 1996. The patient was treated with novolin 30r and novofine 32g for type 2 diabetes mellitus. On (B)(6) 2015, the patient experienced severe hypoglycemia shock while using novolin 30r and novofine 32g. Treatment for the event was provided by the patient's relative (details not reported). The patient said the event caused his bad mood and violent temper. The patient also found that the needle was broken inside of the penfill. Hence, the patient suspected product quality. Suspected novofine (batch no. (B)(4)) was used on (B)(6) 2015. Action taken to novolin 30r and novofine 32g 6 mm was not reported. The outcome for the event "severe hypoglycemia shock" was not reported. The outcome for the event "needle was broken in the side of the penfill" was not reported. The outcome for the event "suspected product quality" was not reported. The patient refused to return the sample for investigation. It was reported, that the patient only wants the compensation and refused to provide other information. No further information available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: action taken to novofine 32g 6 mm was not reported. It was reported that the treatment of novolin 30r was on-going. Investigation results: novofine® 32g tip 0.23/0.25x6mm, batch: 15c01l-1. The product was not returned for examination. A batch trend report has been created. Nothing abnormal was found. Instead visual investigation of a reference sample from batch 15c01l was performed. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. In addition the batch documentation for batch 15c01l was reviewed. The review was performed with respect to findings in batch documentation and non-conformities related to length of patient-end needle, blocked needle tube, resistance to breakage, stiffness test, outer diameter of cylindrical part of needle tube, inner diameter of needle tube and bend/broken patient-end needle and back needle. No findings or non-conformities found in the batch documentation for batch 15c01l; nothing abnormal was found. In conclusion there is no indications of a quality problem with the affected batch novofine® 32g tip 0.23/0.25x6mm - batch 15c01l-1. From the picture sent by the reporter, it is confirmed that the back needle is missing from the hub. Since no sample was received, the root cause could not be confirmed. Novolin 30r, batch: unknown, no investigation was possible, because neither sample nor batch number was available. Manufacturer's final comment: 08-jan-2015: as the needle has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of needle and insulin product is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). During investigation of reference sample of the batch in question, it has not been possible to detect any irregularities. Evaluation summary: novofine® 32g tip 0.23/0.25x6mm, batch 15c01l-1. The product was not returned for examination. A batch trend report has been created. Nothing abnormal was found. Instead visual investigation of a reference sample from batch 15c01l was performed. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. In addition the batch documentation for batch 15c01l was reviewed. The review was performed with respect to findings in batch documentation and non-conformities related to length of patient-end needle, blocked needle tube, resistance to breakage, stiffness test, outer diameter of cylindrical part of needle tube, inner diameter of needle tube and bend/broken patient-end needle and back needle. No findings or non-conformities found in the batch documentation for batch 15c01l; nothing abnormal was found. In conclusion there is no indications of a quality problem with the affected batch novofine® 32g tip 0.23/0.25x6mm - batch 15c01l-1. From the picture sent by the reporter, it is confirmed that the back needle is missing from the hub. Since no sample was received, the root cause could not be confirmed.